Event description:
Information received indicates the stretcher has no brakes.

Manufacturer narrative:
The technician found the rocker arm on the foot end of the stretcher was broken. The technician used a brake/steer upgrade kit to repair the bed.